Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device #1 proglide (lot # 62137-6h) is being filed under medwatch report 2953144-2008-00928.

Event description:
Device malfunction: marker lumen block. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training to use the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, there was no bleeding from the marker lumen to indicate the device was in the vessel. The guide wire was re-inserted and the device was flushed approximately three times to try to get blood return through the marker lumen; without success. A second proglide was attempted with the same results. Hemostasis was achieved using an angio-seal. Further information indicated that during device preparation, the flushing seemed unsuccessful. There were no reported adverse patient effects. No additional information was provided.